Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:environmental testing conditions.

Event description:
Consumer reported complaint for low control glucose test results. Nurse calling from facility stating tried to run the control solution test several times and the results are always out of range. The customer is concerned with test results from results obtained of 24 mg/dl. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). (B)(6) (nurse) states that she is using several different meters at the facility and she was able to run the control solution on them and the results were within range except for this meter.